Event description:
It was reported that prior to an unk procedure, it was found that the package had been opened before the device was used. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.